Event description:
A cgm error 42 was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, which resolved the error, and they successfully started their sensor session.